Event description:
The patient reportedly experienced ongoing sound percept and intermittent percept problems. On may 2005, while wearing the external equipment, the patient lost sound percept. In 3 days the patient was seen at center for device evaluation. External equipment was exchanged which seemed to resolve the reported problems. However, later that day, the patient experienced a loss of lock between the external equipment and the device. Surgery was scheduled to explant the device. The patient's device was explanted. The patient was reimplanted with another advanced blonics cochlear implant.